Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump gave cassette alarm. No patient injury or complications were reported in relation to this event.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps . Complaint of cassette alarm damaged was verified to contaminated detector pins stuck in the cassette. Event log revealed alarm . Overall device was in good shape, however the serial number does not match. Action was done to clean and reassemble pins. Device passed pm testing.